Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy¿ ii stent was selected for use to treat the lesion. During preparation, while loading the stent unto the guidewire, the stent was kinked and protruded at halfway mark of the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged and kinked at the 10th and 11th row from the proximal side. Based on the complaint report and the analysis completed, the damage most likely occurred when loading the device on the guide wire during preparation. A 0.014¿ guide wire could be inserted through tip and out through exit port without issue. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found the inner was flattened at 28mm proximal to the bi-component bond. The damage most likely occurred from handling the unit during attempt to insert the guide wire at preparation. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy ii stent was selected for use to treat the lesion. During preparation, while loading the stent unto the guidewire, the stent was kinked and protruded at halfway mark of the stent delivery system. The procedure was completed with another of the same device. No patient complications were reported.